Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; the following sections were corrected: d1; d3; e1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. Suggested component code: mechanical (g04) - impactor. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42-5400-000-35, psn all poly pat ply 35mm, 67498634, 42-5570-001-14, psn tpr st 14 x +30 mm, 67468994, 42-5706-068-01, psn fem ps cmt tin std sz 10l, 64826045, 42-5126-008-14, psn asf cps 14mm ve l 10-11 ef, 65234839, 42-5320-075-01, psn tib stm 5 deg sz f l 67329084, 98-0002-002-85, psn ns fm/cm tb/cps/pe psn pt/stm, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor broke during implantation. The surgical technique was utilized; there was no surgical delay, there were no foreign bodies retained. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a3; b4; b5; d2; g1; g3; g6; h1; h2; the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.